Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Another pacemaker was successfully placed. No additional adverse patient effects were reported. Additional information was received from the field. This pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) recommended device replacement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code device problem excluded was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Another pacemaker was successfully placed. No additional adverse patient effects were reported. Additional information was received from the field. This pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) recommended device replacement.